Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that patient experienced two infusion set leakage event on (B)(6) 2026 which subsequently led to the development of insulin bumps under most of the insertion sites. The infusion sites started leaking from the tubing within 24 hours of insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.